Event description:
Caller states patient in office today and had questions about sensing assurance. Caller went on to say that patient had a monitor placed and saw successive rates in the 50's for 5-6 hours and caller states that I wonder if its ffrw (far-field r wave) sensing. Caller states they were likely to turn sensing assurance off and watch it and change programming to sensitivity if they were able to see the ffrw sensing. Marking this for potential intermittent ffrw sensing. Device is programmed aair (atrial-pacing atrial-sensing inhibited-response rate-adaptive). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).